Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed. The device passed electrical testing. Temperature was within specifications. A volumetric accuracy test was performed and the device failed. The door assembly was inspected, and deteriorated piston foam was found. Test article door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. The assignable cause of the failing volumetric accuracy test was due to the deteriorated piston foam. Pal recommended scrapping the piston foam; the device was sent to servicing.